Event description:
It was reported that the iab was prepped and inserted into the patient. After the iabp therapy began, the pressure tubing extension line cracked inside the metal luer. As a result, the perfusionist exchanged the tubing.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.